Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error. Customer indicated to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 53 and blood glucose was 143 mg/dl. Customer does not recall any significant events leading to the error. Customer declined troubleshooting for the sugar glucose and blood glucose issue. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. In addition, performed bicarbonate buffer test; sensor passed with accurate readings.